Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. During inspection, the technician observed the corrosion on the battery pins of the device. The customer will be provided with replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be due to the extensive water damage on the main pcb assembly due to the customer abuse.